Event description:
In 2008, the sales rep. Informed that the valve was explanted as a result of valve failure post-operation diagnosis. Surgeon is asking to check the valve condition and examine internal parts.

Manufacturer narrative:
Codman has requested return of the device. Upon completion of the investigation, a follow up report will be filed.